Event description:
During remote follow up, noise resulting in oversensing and increased capture threshold were observed on atrial lead. Diagnostic imaging was performed and revealed tension on the atrial lead. The device was reprogrammed to resolve the event. The patient experienced no consequences and will be monitored.

Event description:
Additional information was received indicating the suspected cause of the noise resulting in oversensing and inadequate capture was due to a suspected lead fracture. Additionally, it was noted the atrial lead was capped and replaced during an unrelated procedure to resolve the event. The patient was stable.